Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the screw slipped off pedicle and was inserted into l4/5 disc space. Brainlab jam shiidi and 1.45mm guidewire were also used. The v2 ratcheting t handle was unable to be removed after the procedure. Surgical delay of thirty minutes was reported. This report is for one (1) viper2 straight ratcheting handle, cannulated. This is report 3 of 4 for (B)(4).